Manufacturer narrative:
Pending investigation. Upon receipt of the investigation report, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): (B)(4) reports male pt undergoing a nephrogram procedure when the fluoro failed. Staff brought a portable c-arm fluoro unit into the room and physician completed the procedure. No reported injury.